Event description:
The following information is from an article published in the journal of the american college of cardiology; "early and late complications associated with transcatheter occlusion of secundum atrial septal defect". The patient had a complete atrioventricular block immediately after device implantation. The device was then removed with a complete sinus rhythm recovery three hours later. She underwent successful closure with a 14mm amplatzer septal occluder one year later. Patient 17 (fe-15150-007) - experienced pericardial effusion. She was treated medically and showed complete resolution of the effusion 20 days later; the pre-procedure echocardiogram on this patient did not show pericardial effusion. The mechanism of this complication is not clear. Estimated implant date: (B)(6) 2000. Patient 27 (fe-15150-017) - had a perforation due to a guidewire and needed surgical drainage of the effusion in the cath lab. This patient underwent complete asd closure. Patient 34 (fe-15150-018) - died suddenly 1.5 years later. No post mortem data is available, and it is unknown whether the event is related to the device implanted.

Manufacturer narrative:
Although these events occurred prior to us approval, this report is being submitted in response to the FDA's request on (B)(4) 2011. This event is currently being investigated further and will be reviewed by aga medical erosion board chairs. This MDR will be updated if a definite erosion is confirmed.